Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with entering their blood glucose manually into the pump. Customer mentioned that their blood glucose was 413 mg/dl and treated with an insulin pen. Customer mentioned symptoms such as dry mouth and frequent urination. Customer declined high blood glucose troubleshooting and indicated that they have changed their infusion set and reservoir. No further details given.